Manufacturer narrative:
B2 the exact date of death is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: in (B)(6) 2025, the impella cp was inserted via the left femoral to support the 48 year old male patient who had been admitted in for an electrophysiology study of an ep ablation. The support was for just over 6 days and was explanted as the patient bridged to the left ventricular assist device (lvad). Months later in (B)(6) 2026 the physician had a conversation with the abiomed field representative regarding a stroke and death for this patient, after explant of the cp and implant of the lvad. The stroke was discovered after the patient didn't wake up after anästhesia was stopped at night. Subsequently, due to the severity of the stroke the therapy was ended and the patient died in the following days. The physician mentioned that the impella and also the lvad could be accountable for the stroke, and that the patient had a long complicated history of heart disease. No further information was shared regarding the cause of death and the embolic stroke. The death is being reported though the causality of the impella, lvad, and the patient's presenting native critical condition are all contributing factors, as noted by the physician.

Manufacturer narrative:
B2 date of death updated.

Manufacturer narrative:
D3 and g1 manufacturer fax were added as they were inadvertently omitted from the initial report. Stroke/ppae: the cause of the injury was not determined due to insufficient clinical details.